Manufacturer narrative:
The device has been received by anspach. The event could not be confirmed. If additional information is received, a supplemental report will be sent.

Event description:
Reported received from the USA stating that the cord of the device was "coming apart at the hand piece." There was no additional information provided.